Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed cracked valve seat diaphragm valve and observed delamination partial in the valve assessed as adhesive failure. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.